Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018 crts (B)(4) (con, hcp): information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient¿s ins was dead and would not recharge. Their ins had not worked since (B)(6) and this was the last time they were able to recharge. The patient did not have their recharger with them to do any troubleshooting. The patient was redirected to follow-up with their healthcare provider (hcp). It was reviewed that if the patient was not able to recharge their implant they maybe experiencing an overdischarge. It was reviewed that the patient needed to go backto their healthcare provider (hcp) to check on the device. It was reviewed that the patient needed to bring their recharger and programmer with them to their appointment. The patient indicated that their appointment was on (B)(6) 2018 with an hcp and rep. No symptoms were reported. It was asked but was unknown when the event occurred, but then stated probably in (B)(6). Additional information was received the next day ((B)(6) 2018) f rom the hcp office, reporting that they were looking to find out what information was provided to the patient on who they should be seeing. It was reviewed that the patient would have been directed to contact their hcp to havethe issue of the patient¿s device not being charged since (B)(6) 2017 addressed. It was reviewed that the clinic could ask for a rep to be present to meet with the patient, but it was important to let the rep know what is going on with the patient, so they are aware of the potential time commitment for both the patient and the rep and office time. It was reviewed to ensure the patient brings all of their external equipment to the appointment. The hcp was going to reach out to the rep to let them know of the patient¿s needs. No further complications were reported/anticipated.

Manufacturer narrative:
With additional information, the device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) on (B)(6) 2018 reporting that the device was overdischarged because the patient had not charged since (B)(6) 2017. It was reported that a prm and por were performed successfully. This was interpreted to mean a physician mode recharge (pmr) session was performed and the expected power on reset (por) message was successfully cleared. No further complications were reported. The issues were reported to be resolved. No further complications were reported.